Manufacturer narrative:
The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to leakage occurred from air/water channel at previous repair. Additionally, it is possible the device malfunction resulted in a procedural delay. However, a specific root cause of the suggested event could not be identified. The event can be detected by following the instructions for use which state: inspection of the endoscope. Inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a colonoscopy procedure the colonovideoscope did not rinse the optics and the image was blurred. The procedure was completed with the same set of equipment, but it was significantly delayed due to the reported issue. There was no reported patient harm.